Event description:
It was reported that the patient began experiencing pain in the left hip soon after her surgery. This pain has gotten progressively worse and is now debilitating. Pain starts at hip junction and goes down the leg. Patient now has difficulty walking and getting up after prolonged sitting. Pain is excruciating and awakes her from sleep. Patient would like to know if her hip implants have been subject to recall.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.